Event description:
It was reported that there was a lead dislodgement and the device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead: product ID 435135, serial# (B)(4). Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead: product ID 435135, serial# (B)(4). Product type: lead. (B)(4). Analysis of the device (serial# (B)(4)) found no anomaly. It was noted that the implantable pulse generator (ipg) was functionally ok. It was further noted that there was foreign material in the connector ports. The insulation coating and the titanium can been scratched and the ipg setscrews were noted as tight and impressions were observed in the connector pins. Analysis of the lead (serial # (B)(4)) found no significant anomaly. It was noted that the lead was returned twisted together with the other returned lead, the outer insulation was twisted, and multiple conductors were stretched. It was further noted that continuity was acceptable and the proximal end was intact and undamaged. The distal end was noted as stretched. Analysis of the lead (serial# (B)(4)) found no significant anomaly. It was noted that the lead was returned twisted together with the other returned lead, the outer insulation was twisted, and multiple conductors were stretched. It was further noted that continuity was acceptable and the proximal end was intact and undamaged. The distal end was noted as stretched.